Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer's sensor glucose reading was 40 mg/dl while her blood glucose reading was 111 mg/dl. The customer's current blood glucose level was 137 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose of 40 mg/dl. The suspend on low limit in the sensor settings was 70 mg/dl. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.